Manufacturer narrative:
The frame 9733881 cranial active hc (lot# 150929) was returned and analysis found an electrical failure. When connected to a known good system none of the leds were firing. The frame also did not display a lighted status on the tiu indicating a likely open in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the small cranial active frame long cable had a recognition failure. No patient present.